Event description:
The customer reported a colleague infusion pump with failure code 808:02 on channel b. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. During the product evaluation at baxter, it was discovered that the event had occurred during infusion which caused an interruption of delivery. No additional information is available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed bu tnot duplicated. The assignable cause was faulty channel b pumphead module. The channel b pumphead module has been replaced.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
On (B)(6) 2010, the customer reported that the battery failed to charge. On (B)(6) 2010, it was reported to philips that the unit failed to power up on battery power.